Event description:
It was reported that occasional malfunctions occurred, requiring the pump to be restarted to work. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.